Event description:
Report 3 of 3. It was reported that during blood draw of one patient using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaking around insertion site. When needle was further advanced blood progressed partially into the tubing even though no specimen tube was applied/attached to the device. Needle was then removed and patient had to be stuck an additional time. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.